Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient was in a residential rehab facility and their implantable neurostimulator (ins) was dead when they got to the facility. It was noted the patient did not have their recharging equipment with them and they had no way of getting it from their home. The reporter stated the patient first went to a withdrawal facility on (B)(6) 2013 and was then transferred to a rehab facility on (B)(6) 2013. It was further noted the patient had no stimulation sensation. The reporter stated the patient was moved to their facility and the patient was reporter that their ins was dead. It was noted the patient was out of town and did not have access to her programmer or recharger to charge their ins. It was noted the patent was in (B)(6) and their equipment was in (B)(6). The patient couldn¿t see their managing healthcare provider (hcp) as they were no longer practicing but a request was made to the manufacturer¿s representative (rep) to check the patient¿s device as it had been months since the patient last recharged or felt stimulation. It was later reported that the device was overdischarged since (B)(6) 2013. It was noted that the patient was in a rehab facility at the time of the report. It was reported that the patient experienced a coupling problem. It was noted that the patient did think that her implantable neurostimulator recharger (insr) was working although it was lost/stolen. Two years later the patient reported that an implantable neurostimulator (ins) overdischarge was suspected and patient compliance was the primary reason for overdischarge. The patient had an upcoming appointment with a pain doctor. It was noted when the patient met with the rep. In 2013 the rep. Was unable to restart the ins and told the patient she would more than likely have to have the ins surgically replaced. The patient then lost her insurance and was not able to do anything about it.